Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on all contacts of right lead and contacts of the left lead. As a result, surgical intervention was undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.